Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 142 mg/dl vs. 210 lab. Tests were done within 21-30 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.